Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the plunger was misaligned and not pushed the lens in properly and lens was in the cartridge. The surgery was completed the same day using another injector. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., h.6. And h.11. One opened company injector, in a bag was returned for evaluation for the report that the plunger was misaligned and not pushed the lens in properly. A visual inspection of the intra ocular lens (iol) handpiece injector was performed and was found to be nonconforming with the plunger bent. A dimensional inspection for plunger position height was performed and was found non-conforming due to the bent condition of the plunger. A functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The evaluation does confirm the injector plunger is bent. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in september 2022. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instruction for use (IFU) could potentially contribute to an outcome similar to the reported event. The IFU states that the handpiece must be inspected prior to each use to confirm it is free of damage. It further emphasizes that if the handpiece particularly the plunger tip appears damaged, bent, or otherwise unfit for proper use, it must not be used. In such cases, users are instructed to contact company immediately. The manufacturer internal reference number is: (B)(4).